Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and rotated heart for a mitraclip procedure. During the procedure, first mitraclip was implanted. It was determined that there was single leaflet device attachment (slda) has occurred and the clip was no longer attached to the posterior leaflet. Per the physician, slda was due to the pre-existing patient anatomy of chordal entanglement. Additional mitraclip was implanted to stabilize the slda. Imaging was difficult. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported difficulty visualizing the clip appears to be related to patient anatomy and challenging imaging. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.